Event description:
It was reported, while in int. Cardio, the md prepped the iab per instructions. The md inserted the sheath via the femoral artery & began to load the iab catheter over the guidewire. It was impossible to go 1cm beyond the tip in the central lumen of the catheter. Due to the difficulty, the iab was exchanged with a different model iab. Using the same sheath, the md could not advance the 2nd catheter. A 3rd iab was used with the sheath contained in the 3rd kit and the procedure was successful. According to the md, the central lumen of the iab is fractured. The md suggests the central lumen broke because of the manipulation during the insertion attempt. The md stated the fractured central lumen had nothing to do with the guide wire. The guide wire will not be returned for evaluation. A follow-up report will be filed if more information becomes available.